Event description:
Reporter alleged obtaining a discrepant blood glucose results on the advantage system of 135 mg/dl using one vial of test strips however, within one minute later obtained a result of 80 mg/dl on a second vial of test strips. Reporter stated both test strip vial used with the system contained the same catalog and lot number. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.